Manufacturer narrative:
Follow-up #1: date of submission 9/21/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: power on reset events observed in black box on 7/20/2015. Moisture evident behind display lens. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten however battery cap threads damaged and "coin slot" on top of battery cap is damaged. Battery compartment intact. Pump case cracked in upper rh corner of display area. During investigation, keypad found to be unresponsive to user inputs due to moisture contamination on "audio bolus button" switch contact. Due to internal moisture contamination vibration alert is not responsive at power up or during appropriate alarm sequences..6. Unable to complete all checklist steps due to internal moisture contamination and contamination under "audio bolus button" switch contact. Leak test shows leak at crack in pump case. Removed pump case. Evidence of additional moisture damage throughout inside of pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.